Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds access & delivery catheter and spyglass ds digital controller zero used during the same procedure. It was reported to boston scientific corporation that a spyscope ds access & delivery catheter and spyglass ds digital controller zero were used in a procedure performed on (B)(6) 2021. During the preparation, the spyglass ds digital controller zero was unable to provide picture or light source. The green led showing system had power to it. They tried rebooting the controller, tried another power outlet, and tried reinserting the spyscope ds; however, the problem was not resolved. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.